Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg would not communicate with both the clinician programmer and the patient controller. Reportedly, the patient underwent a surgical procedure and did not set the ipg to "surgery mode". The patient was able to communicate with the ipg prior to surgery, however post-op they were unable to connect. Troubleshooting was unable to resolve the issue. Review of the ipg logs from the clinician programmer indicated the ipg was inoperable. Surgical intervention may be taken to replace the patient's ipg.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
Follow up information received identified the patient's inoperable ipg was replaced. The reported issue has been resolved.